Event description:
Reporter indicated that vns patient had increase in seizures. Device diagnostic testing was within normal limits, indicating proper device function. Elective replacement indicator was no, indicating that the generator was not at end of service. Further follow-up revealed that the patient's seizure increase occurred when device settings were increased. The patient has reportedly had an improvement in their seizures from pre-vns baseline with exception of the recent increase in seizures. The patient's general well-being is reported to be better with vns therapy.